Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device self-charged and the display was shrinking. The display then blanked out and the device would not charge defib energy. The complainant indicated that there was no patient involvement in the reported malfunction.